Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Revision of a right total hip. Surgeon removed a trident ceramic liner where the ceramic portion was shattered into numerous pieces. The ceramic femoral head was also removed and showed metal transfer. The one and only bone screw was removed from the acetabular shell. A 40mm x3 poly liner was implanted along with a 40 mm metal v40 femoral head.

Manufacturer narrative:
An event regarding fractured liner involving a trident alumina insert was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation indicated that. The provided x-rays were submitted to a consulting clinician who deemed it insufficient for a medical review. Confirmed x-ray shows fractured liner. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient medical records were provided to clinical consultant.

Event description:
Revision of a right total hip. Surgeon removed a trident ceramic liner where the ceramic portion was shattered into numerous pieces. The ceramic femoral head was also removed and showed metal transfer. The one and only bone screw was removed from the acetabular shell. A 40mm x3 poly liner was implanted along with a 40 mm metal v40 femoral head.